Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was seen in clinic experiencing pre-syncope. Upon review it was determined that the right ventricular lead exhibited low impedance, elevated capture thresholds and oversensing resulting in pacing inhibition. The lead was reprogrammed. On (B)(6) 2018 the lead was capped and replaced. Patient was stable throughout.